Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.